Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to perform self test in AED mode. The user switched to manual mode and was able to perform the self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.